Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a segmental resection of lung and thoracoscopy, when the reload was used, in s6 resection. First firing was performed from the periphery. It did not lock when the handle was squeezed to the end. The jaws opened gradually. Although opening and closing were performed several times, the results were same. Finally the cartridge was reloaded again. There was no locked feeling after closing as mentioned above, and the green button was pressed multiple times, but it was unable to be pressed. When being pressed continuously, the green button was released but the handle was idling and firing was unable to be performed. When the jaws were opened and the action was performed again, the green button was able to be pressed and firing was able to be performed. Thereafter, from the second firing, 4 firings were performed using a new handle, although it was almost used in the same pulmonary parenchyma, the same issue did not occur and firing was able to be performed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.